Event description:
The customer reported that the system displayed a communication error and the system continued to perform x-ray without the users' command. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative adjusted the power supply to meet intended specification. The system was tested and found to be working as intended and put back in service.